Event description:
The customer reported experiencing calibration issues regarding the sensor and an insulin pump, and that the sensor glucose values were consistently below the actual blood glucose values. The example the customer reported was a recent sensor glucose value of 49 mg/dl. And a blood glucose value of 77 mg/dl. The next day the customer called the helpline back, reported that the insulin pump had activated the threshold suspend feature inappropriately before, and that readings were not in the pump's history. The customer did not have time to complete troubleshooting. The customer was advised to call the helpline back if the issues recurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.